Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 536 mg/dl. No symptoms of high blood glucose were observed. The customer's husband stated that the customer had treated with a bolus and could treat with a syringe if necessary. Upon troubleshooting, it was found that the insulin pump was working as designed. The caller stated that there was blood at the insertion site when the infusion set was removed; he advised that the cannula was occluded. Advised a complete infusion set, reservoir and insulin change. Nothing further reported.